Event description:
Patient was undergoing cardiac catheterization for device closure of patent ductus arteriosus. Noted to have pulmonary hypertension during the procedure but underwent initial successful device closure. Two hours after procedure, the device was noted to have embolized to the descending aorta. Patient was taken back to cath lab. Multiple attempts at retrieval were unsuccessful. At one point while the device was being retrieved back into the patent ductus arteriosus, the patient had cardiac arrest requiring CPR for 3-4 minutes. Patient recovered from a cardiac standpoint and was transferred to the intensive care unit with plans for surgery to remove the device. At the time the device was not causing any obstruction as documented by pressure measurements across it. She was noted however to have sustained significant brain damage and support was withdrawn.what was the original intended procedure?device closure of a patent ductus arteriosus.